Event description:
On 7/23/2009, maquet rec'd user medwatch report uf/importer report# (B)(4), reported by (B)(6), clinical risk management: "md went to use the heartstring iii proximal seal system and they did not work." On 7/28/09 maquet field clinical rep rec'd add'l info that two heartstring seals did not load correctly. A replacement unit was use to complete the procedure. The hosp did not report any pt complication. This report is for the second seal.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).